Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unexpected outcome based on system recommended intraocular power. The intraocular lens was exchanged. Additional information received; the patients vision is doing well following the lens exchange.

Manufacturer narrative:
The system was received and a visual assessment of the returned sample revealed no nonconformities. The system was connected to a calibrated cart and tested. It was determined that the aberrometer had an issue capturing images during mock surgery and required force capture in order to get measurements for any artificial eye (ae). Additionally, the focus ball was pegged and a system message appeared during capture for all aes. The focus camera was replaced with a known good focus camera and the issue was resolved. The aberrometer was able to capture images with accurate measurements. The focus camera barrel was disassembled and inspected. The band pass filter was inspected under a microscope and it was observed that there was residue on one side. The band pass filter was cleaned and the focus camera barrel was reassembled and installed into the aberrometer. The aberrometer was then able to capture images and take measurements. Based on quality assessment, the product met specifications at the time of release. The root cause can be attributed to residue on the nonconforming band pass filter. The manufacturer internal reference number is: (B)(4).